Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/06/2017 with the following findings:.the delivered boluses were calculated for 12-19, 12-18 & 12-17, the delivered boluses on each day match correctly the tdd bolus history..manually performed a 10u audio & 10u normal bolus. Both were accurately recorded in the bolus history& bolus tdd history correctly showed 20.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. No alarms occurred during testing. Unable to duplicate complaint of a pumps bolus totals calculating a >5% discrepancy during this investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 12/21/2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced a blood glucose (bg) reading of 583 mg/dl with a large amount of ketones and extreme thirst. The patient allegedly did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter also noted that the patient was ill with a cold and remained on insulin pump therapy. During troubleshooting with customer technical support, it was revealed that the pump bolus amounts did not match the recorded total daily dose values. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with the alleged history/settings issue.